Event description:
It was reported to philips that the collimator was defective, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer completed the diagnostic procedure by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the collimator was defective. Review of the system log file showed that the shutters were not available. Upon troubleshooting, fse found that shutter failed, jammed and current was too high. To resolve this issue, fse lubricated the shutters of collimator. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system collimator issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A collimator issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated baed on investigation outcome.